Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer had not checked their blood glucose (bg) level. However, the customer stated that their bg level was within target range prior to the malfunction. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.